Event description:
There was an allegation of a questionable glucose result from the accu-chek inform ii meter with an unknown serial number compared to the laboratory. The laboratory result from a scheduled blood draw at 4:50 pm was 419 mg/dl. The meter result from a capillary blood sample at 5:00 pm was 556 mg/dl.

Manufacturer narrative:
The customer reported that they ran controls on the meter and the qcs were within range. However, it was not the same vial of strips that was used for the comparison test. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.